Event description:
It was reported that there was a power on reset (por) with an unknown code and the manufacturer¿s representative (rep) was not aware of multiple causes of the por. The patient believed a por was seen around thanksgiving but it was able to be bypassed. The rep. Was meeting with the patient for reprogramming due an increase in pain the patient was having. It was noted the patient had multiple falls (all the time). The rep. Reported a few electrodes were ¿open¿ and reprogrammed the patient. The rep. Believed there wasn¿t a therapy issue and the patient just needed reprogramming. Stimulation was still covering the patient¿s painful areas and there were no further por issues. The patient was going to call if they had any additional needs.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).